Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he has high blood glucose of 251 mg/dl and his insulin pump was not working correctly. Customer stated that he kept giving insulin and his blood glucose just continued to rise. Customer stated that he had a headache, blurred vision because his blood glucose was above 500 mg/dl and he gave himself a manual injection. Customer stated that he changed his infusion set and the cannula was bent. The insulin pump will be replace due to customer felt uncomfortable and stated that it may not be working correctly.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.